Event description:
Prior to a surgical procedure to implant a desara mesh in a patient, the instrument wire component detached from its handle. The wire broke loose, resulting in the wire spinning freely within the handle and eventually coming out completely from the handle. There was no patient injury. No further information were reported. Based on the complaint information provided, it is unconclusive if the event is related to the device, surgical approach, surgeon experience, and/or patient anatomy. Device history records were reviewed and device met all acceptance criteria. This report is filed pursuant to 21 cfr 803 and all information contained within this report is subject to the details provided by the reporter. Any subsequent information will be provided in a follow-up report.